Manufacturer narrative:
(B)(4): evaluation, results: gi bleed. Evaluation codes, conclusion: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
One endeavor sprint over the wire drug eluting stent was implanted in the mid rca during index procedure. Approximately 9 weeks post index procedure the pt noted a small amount of blood in the stool. A diagnostic endoscopy was performed but no active bleeding was found. A biopsy was taken. Pt is reported to have recovered with treatment.